Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the file was assessed to determine whether a clinical investigation is warranted. On 6/30/2020 a response to a follow-up for blood in the patient line was received from the peritoneal dialysis (pd) clinic. It was documented that this male patient was in treatment on the liberty select cycler when their appendix ruptured. The patient disconnected from treatment to go to the hospital for an appendectomy. The event was unrelated to pd therapy, use of the liberty select cycler or other fresenius product(s). The patient was placed on a ventilator and transitioned to hemodialysis, but is improving. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient had blood in their patient line. Upon follow up, the pdrn stated that the patient ruptured their appendix during their pd treatment. The patient discontinued the treatment and went to the hospital for an appendectomy. The pdrn stated the event was unrelated to the patient¿s pd treatment. The pdrn stated that the patient has been switched to hemodialysis and has not recovered. The pdrn stated that the patient is currently on a ventilator, but is improving. The cycler is available to be returned to the manufacture for evaluation.

Manufacturer narrative:
Additional information: d10, h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An as-received simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and a valve actuation test. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.